Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported one of their upper front teeth chipped. They might have to get this fixed soon. Requested additional information and photo. Provided hht&t tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.